Event description:
It was reported that the patient experienced a loss of stimulation and seven of the lead contacts exhibited high impedances. Manual reprogramming was performed with four functional lead contacts and the patient had good pain coverage at the time. About a month later, the patient underwent a lead revision procedure and the lead was replaced due to the patients pain no longer being covered by the stimulation. The explanted lead was discarded by the physician.